Event description:
It was reported that during a lap roux-en-y handpiece caused an error 3. A second handpiece was used to complete case with no pt consequence.

Manufacturer narrative:
Date sent: 07/08/2008. The hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and no error code 3 was displayed. The hand piece disassembled, a torn acoustic isolator and moisture ingress was found inside the instrument. Due to this condition, may have occur an error code 3 on the generator while using. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.